Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak of lipids at the connection site of the tubing and the non bd connector. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak of lipids at the connection site of the tubing and the non-bd connector (determined to be a microclave connector) was confirmed. The syringe psd microbore set was disconnected from the male luer side of the microclave connector and was inspected under magnification and no damage was observed on either component. Functional syringe infusion testing confirmed a slow leak on the threads of the microclave connector at the connection to the female luer of the syringe microbore set. Pressure testing resulted in no leaking. The non-bd connector was replaced with a bd maxzero connector and the testing was repeated, no leaks were identified. Dimensional analysis was performed and the set was within specification. The root cause of the leak has been identified during previous cae CT testing to be a poor fitment or slight lack of compatibility between the syringe psd microbore set female luer and the non-bd microclave connector.